Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm curved bipolar dissector instrument was found to have a hole in the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no known damage or thermal issues were observed on the instrument tip or cables, no fragments were missing or fell into the patient, no patient injury occurred, and no images or video are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved bipolar dissector instrument for failure analysis investigation. The instrument was analyzed and was found to have one indentation at the midpoint of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage.